Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a bilateral sacrospinous ligament fixation and anterior colporrhaphy procedure. According to the complainant, during the procedure, a minor bladder perforation occurred. It is unknown whether the perforation was caused by the capio device or another instrument. The perforation was closed with sutures and treated with bladder drainage for three weeks with the placement of a foley catheter. It was reported that the patient had extensive fluid shifts from retroperitoneal loss of cystoscopy fluid during a ureteral stenting. Immediately post procedure, the patient was monitored in the ICU for three days. It is unknown whether the sacrospinous fixation or colporrhaphy was completed. The patient was prescribed 5 mg of oxybutynin per day on the date of discharge and is still taking the medication to date. The patient's current condition was reported to be "fine."

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.